Event description:
Customer reported a overinfusion on a pca ii pump that occurred during patient use with no patient injury or intervention reported. Customer reported that the pump's locking mechanism appeared to be tampered with.

Manufacturer narrative:
A request for the return of the device has been made.